Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter is in the hospital with high blood glucose levels. Customer's blood glucose was 470 mg/dl at the time of the incident. Customer had symptoms related to her high blood glucose including confusion, chest pain, and nausea. Customer treated with syringes and lantus. Customer was admitted on (B)(6) with a blood glucose level less than 600 mg/dl. Customer was hospitalized due to high blood glucose levels and was off the pump for less than 48 hours. Customer treated with manual novolog and lantus after the pump was removed at home. Customer stated that she thinks the meter is not transferring all of her readings to the pump. Customer stated there have been several times when the time and date are incorrect. Customer's mother called back to perform the high pressure test and received a no delivery alarm. Caller was advised to do a complete infusion set change. Caller stated that her daughter is not in diabetic ketoacidosis.